Event description:
Patient had cardiac cath in 2008, in which a closure device was used to close the femoral artery. The device was a boomerang catalyst ii system model #500-580c. The patient returned at approximately three weeks later - with claudication of right leg after doppler study showed occlusion of the femoral artery. Stents were required at site of occlusion which was site of original cath.